Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that over seven years following the implant of this transcatheter bioprosthetic pulmonary valve (tbpv), a valve gradient of 24 mmhg and increased stenosis from compression against the sternum was noted. A second tbpv was implanted valve-in-valve. No adverse patient effects were reported.